Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[the surgeon couldn't barley insert the neck trial on this actis broach size 6. We tried the neck on the broach size 7 and it was working as supposed. Quickset drill bit: one the tip broke, we retrieved the other piece. And the other drill bit folded]". The product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) device photo ad 10 nov 2023). The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Actis broach: the surgeon couldn't barlery insert the neck trial on this actis broach size 6. We trialed the neck on the broach size 7 and it was working as supposed. Quickset drill bit: one the tip broke, we retrieved the other piece. And the other drill bit folded. Surgery was not delayed due to the reported event.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :according to the information received, "the surgeon couldn't barlery insert the neck trial on this actis broach size 6. We trialed the neck on the broach size 7 and it was working as supposed. Quickset drill bit: one the tip broke, we retrieved the other piece. And the other drill bit folded". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the quickset 1pc flex drill bit 30 was found broken. The broken fragment was not returned. The observed condition was consistent as an end-of-life indicator for the device. It showed wear marks near the broken area. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit, however taking in consideration the age of the device (4 years) the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 30 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.